Event description:
It was reported that the anesthesia system failed the flow transducer test during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The reported failure was reproduced. By replacing the reflector gas module, the anesthesia system passed all tests and was cleared for clinical use. The replaced part has not been returned for investigation. A complete set of device logs were received and the reported issue with a failing flow transducer test can be verified. The log showed that the test of the reflector gas module, part of the flow transducer test, failed due to the measured flow from the reflector gas module being too large. Based on the information stating that the replacement of the reflector gas module solved the reported issues, our conclusion is that the reflector gas module caused the event. The root-cause has not been determined since the replaced part has not been available for investigation.

Event description:
Manufacturer's reference number: (B)(4).